Event description:
It was reported to boston scientific corp in late 2008 that radial jaw 4 biopsy forceps were used during a colonoscopy procedure the same day. According to the complainant, during the procedure, the biopsy looked like a "tear" instead of a "bite". There was minor bleeding and a clip was placed. The case was completed with no pt complications. The pt's condition at the conclusion of this procedure was reported to be "fine".

Manufacturer narrative:
Other - biopsy looked like a "tear" instead of a "bite". The complainant was unable to provide the suspect device lot number; therefore, the device MFR date and exp date are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.